Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient said last night while they were sleeping they noticed a mild electrical sensation in their left foot. Patient said the ins is on the right side of their body but they don't know which side the lead is on. Reviewed how to turn stim off. After turning stim off they were still feeling the sensation in the left foot. Patient will monitor and follow up with hcp as needed. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.